Event description:
The customer reported falsely low sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results, for six patients, involving the unicel dxc 600 synchron system. The customer reanalyzed the patient samples on the same analyzer and recovered higher analyte results, which were reported to the hospital. The customer installed a new sodium measuring electrode and resolved the issue. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting.